Event description:
It was reported that the patients ipg was relocated to a more comfortable position. The patient was doing well postoperatively, and the device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.